Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an ar-3600-2 fibertak suture anchor forked like tip broke inside the patient. When surgeon attempted to mallet in the anchor, the drill guide shifted and the tip of the fibertak inserter broke. The fragment were not retrieved and remain in the patients cortical bone. Surgeon created a new bone socket and used another anchor to complete the case. This was discovered during a bicep tenodesis procedure on (B)(6) 2022. No further issues has been reported.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.